Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle-to-cuff miss was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted in a moderately tortuous left femoral artery using perclose proglide devices. Reportedly, during deployment of the first proglide device through a 6-french sized access site, the operator inserted the device, rotated it right by 30-degrees, and deployed the needle plunger. When the needle plunger was pulled back, no suture was present. A needle-to-cuff was found. The device was removed. During deployment of the second proglide device tension was applied and suture deployment was successful. During deployment of a third proglide device another needle-to-cuff miss occurred. The device was removed and the suture of a fourth proglide device was successfully deployed. After conclusion of the aaa repair procedure, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.